Event description:
The customer reported a leak when using the coulter act diff 2 analyzer. The leak was from the front of the instrument. The volume of the leak was less than 25 ml and was not contained within the instrument. The baths were overflowing during startup, and the vacuum isolation chamber was full of fluid. There was no report of erroneous test results associated with this event. The operator was wearing lab coat, goggles, and gloves when the event occurred. There was no report of biohazardous exposure to mucous membranes or cuts. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the customer replaced the waste filter and the instrument ran without leaks. (B)(4).